Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead.

Event description:
It was reported that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise leading to oversensing were observed on the right ventricular (rv) lead. The oversensing led to the delivery of inappropriate anti-tachycardia pacing (atp). Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.